Manufacturer narrative:
Engineering confirmed the customer's complaint. The exhalation port was broken off from the patient valve. When reviewing the fracture site of the patient valve there were stress marks above the port where the fracture occurred likely created from pressure and/or blunt force applied to the filter that is attached to the exhalation port. The customer reported that they believe this is due to transit. (B)(6) agrees with the customer's theory since there was no reporting from our customer to (B)(6) of damaged product or packaging when the order was shipped from (B)(6) to our customer. Only when the product was received by our customer's, customer was the complaint reported. Engineering did perform worst case scenario drop tests to ensure that the product would not fracture. Ten sample patient valves were attached to a large adult resus bag and held at a height of (B)(6) and dropped onto concrete flooring with the filter attached to the exhalation port and facing downward. Each drop performed was reviewed under the microscope for any stress marks at the same location of the complaint fracture. Ten drops were performed per patient valve sample and no findings were reported. Further engineering confirmed that transit testing was performed in the past with a similar product configuration and there were no reports of any defects identified after completion of the testing.

Event description:
The customer alleges that " filter broke off the resuscitator." No other details were provided and no patient injury/harm reported.